Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) erroneously elevated high-sensitivity troponin I (tnih) results on a patient sample obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. The instrument data showed that the calibration was acceptable. Quality control (qc) recovery was within the customer¿s expected ranges, and no issues were reported with the other patient samples, indicating that the tnih assay was performing acceptably. There were no dimension vista 1500 system errors. As per the dimension vista tnih instructions for use (IFU), "patient samples may contain heterophilic antibodies or cardiac troponin-specific autoantibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution". Hsc concluded that the cause of the event is consistent with a sample-specific issue. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained two (2) erroneously elevated high-sensitivity troponin I (tnih) results on a patient sample on a dimension vista 1500 system. One of the erroneously elevated results was reported to the physician(s), and the result was not questioned. The patient was sent to an emergency room (ER) at another facility, and new samples were drawn from the same patient. The new (redrawn) samples were processed on an alternate non-siemens system. Lower troponin results were obtained, considered correct, and reported. The patient was not admitted when sent to an ER at another facility but was kept for several hours to obtain the serial troponin measurements. There are no known reports of adverse health consequences due to the erroneously elevated high-sensitivity troponin I (tnih) results or patient transfer.